Event description:
The complainant reported that a female patient (age unknown) had a non-boston scientific port placed sometime prior to event day in 2006 (exact date unknown). On event day, it was found during a port check that the device catheter was against the left innominate vein, as the port was implanted in the left chest and the catheter was placed via a left subclavian insertion. The physician then replaced this non-boston scientific port with a vaxcel chest port via the same left chest pocket and used the same left subclavian vein access site. The procedure was performed without incident and the patient was well. Two mos later, the patient reported back to the facility after noticing both swelling and a small lump on her left chest. A port check was performed. When contrast was visualized in the subclavian vein, it was concluded that the catheter had fractured.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to definitively determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. The port was then successfully removed from the left chest, and the catheter was successfully retrieved. Another replacement vaxcel chest port was placed on the patient's right chest via a right internal jugular placement. Both the explant and implant procedures were performed without incident and the patient was reported as doing well. Other than the swelling at the chest wall, the complainant reported that there were no adverse affects on the patient as a result of the reported problem.